Event description:
The procedure was an intervention on an occlusive celiac artery. Access was through a 7fr bulkin sheath. The stent did deploy at 12 atm. Staff inflated the balloon to 24 atm and the balloon burst. The stent was successfully deployed but the distal end was not completely opened. The diameter of the target vessel was 6 mm and the length was 10 mm.

Manufacturer narrative:
On completion of the investigation a follow up report wil be submitted.